Event description:
The customer obtained false low potassium results for a patient sample. The results were not reported to the physician. A biased potassium result of this type could cause a physician to inappropriately treat a patient. There was no report of patient harm as a result of this event.